Event description:
Report received of an overdelivery. The pump was programmed to deliver d5.45 normal saline at a rate of 100ml/hr with an unspecified volume to be infused. After an unspecified length of time, the nurse noted that the pump had reportedly "delivered more fluid than expected." It is unspecified how much was left in the container, or how much was expected to be left in the container. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.